Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: as the device has not been returned, a technical analysis could not be performed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4). Same patient as MFR ID#: 2134265-2010-01104. It was reported that post a stenting treatment procedure, the patient experienced restenosis, angina and myocardial infarction. The patient presented due to silent ischemia. Cardiac catheterization revealed a 28.3mm long and 56% stenosed de novo target lesion located in the proximal right coronary artery (rca) with a reference vessel diameter of 3.1mm. This was treated with predilation and placement of a 3.0x32mm taxus express2 stent and a non-bsc drug eluting stent without gap followed by post dilation. Residual stenosis was 16%. Timi-3 flow was maintained. The patient was discharged 1 day later on bayaspirin and plavix. (B)(6) 2010: the patient presented with stable angina symptoms during a 2 year follow up visit. It was determined that the patient had a recent myocardial infarction. Cardiac catheterization revealed a 99% stenosed and 12.7mm long lesion located in the mid rca with a minimum lumen diameter of 3.4mm and a vessel diameter of 3.5mm with timi-1 flow. A 3.5x18mm non-bsc drug eluting stent was used to treat the lesion resulting in 10% residual stenosis and timi-3 flow. At this time, a lesion was also identified in the proximal left circumflex artery and was treated with 2 non-bsc 2.75x28mm drug eluting stents.

Event description:
It was further reported that this event was considered resolved 1 day post reintervention. It is the opinion of the physician that this event was unrelated to the taxus express2 stent.